Manufacturer narrative:
A partial lead with the distal tip was returned for analysis. External insulation abrasion was noted at 12.0-13.1cm and 15.3-16.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the observation from the field of high pacing threshold.

Event description:
Additional information received. Patient was stable before during and after the surgery.

Event description:
It was reported that patients rv lead was explanted and replaced due to high lead impedance and inadequate capture. No further information is available at this time.